Event description:
Info received indicates the right siderail cable assembly and ground strap is cut, exposing bare wiring.

Manufacturer narrative:
The tech replaced the siderail cable assembly and the ground strap to repair the bed.